Manufacturer narrative:
Argon has made three good faith efforts to reach out to the customer for the return of the sample device for evaluation. As of the date of this report, argon has not received a response as to whether the sample will be returned. Although, images were provided, it is very difficult to properly review the allegation based on the provided images. Without a proper review, determining a root cause is not possible. Since there have been no samples or enough visual evidence returned for evaluation, the complaint cannot be confirmed and corrective action cannot be taken. If the sample is returned at a future date, this complaint may be re-opened for further evaluation.

Event description:
The doctor complain that after lung puncture with biopince, the severed blade live in patient¿s lung. It couldn¿t take out from the patient.